Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The connectors were reseated, the lemo connector was repaired, and the charger was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had an interlock failure error message. This can cause the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event described in this complaint.